Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient had started losing the drug effect prior to the revision. The catheter was revised, as previously reported, and the patient continues to receive good results.

Event description:
It was reported that the patient experienced underdose symptoms. It was unknown if troubleshooting or testing had occurred. However, there was a reported catheter occlusion at the catheter tip. As a result, the distal end of spinal segment was removed. It was unknown if the issue was resolved or what caused the issue reported. This device system delivered baclofen. At the time of the event the patient¿s status was alive, no injury. It was further reported that the patient was receiving effective therapy. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8731, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2013, product type: catheter. (B)(4).